Event description:
Pt had implant procedure performed originally in 1999. Pt had an exchanged and different size intacs was implanted performed in 2000 to improve visual outcome. Pt went on vacation the weekend after the exchange. Pt exposed eyes to dusty environment, went swimming in the ocean, rubbing the eye and drove epithelium into the channel on the nasal side. This has subsequently resulted in the melt that is currently present. Additionally, this resulted in a millimeter wound gape. Physician decided to remove the nasal side ring. The temporal ring has remained in. A culture was accomplished on may 29, 2000 which indicates coag-negative staph which was successfully treated with polytrim. Subsequent cultures have been normal. Seroligical tests performed indicate that the pt does not have any autoimmune disease contributing to the melt. After the removal the wound gape is healing slowly and the corneal melt is not progressing.